Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a seam tear and bleeding occurred. A 4 f isleeve introducer was introduced into the anatomy with no resistance noted. Bav was performed with a 18 non-bsc balloon. The valve delivery system was inserted into the isleeve as normal and tracked out of the tip of the isleeve via x-ray. The valve implant procedure was completed normally. The delivery system was closed in the descending aorta with visual confirmation of correct closure prior to removal. The 18 non-bsc balloon was reused for post dilation. No resistance was felt upon removal of the balloon. The isleeve was removed without the dilatory and upon removal, bleeding was noted at the puncture site. Inspection of the isleeve outside the body revealed a large split from the tip to approximately 3-4 cm above the stability layer. In the physician's opinion, the split caused the bleeding as they pulled out the isleeve without the dilator. Manual compression was applied and the access site was closed with 3 non-bsc closure devices. The patient was stable throughout the procedure. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that a seam tear and bleeding occurred. A 4 f isleeve introducer was introduced into the anatomy with no resistance noted. Bav was performed with a 18 non-bsc balloon. The valve delivery system was inserted into the isleeve as normal and tracked out of the tip of the isleeve via x-ray. The valve implant procedure was completed normally. The delivery system was closed in the descending aorta with visual confirmation of correct closure prior to removal. The 18 non-bsc balloon was reused for post dilation. No resistance was felt upon removal of the balloon. The isleeve was removed without the dilatory and upon removal, bleeding was noted at the puncture site. Inspection of the isleeve outside the body revealed a large split from the tip to approximately 3-4cm above the stability layer. In the physician's opinion, the split caused the bleeding as they pulled out the isleeve without the dilator. Manual compression was applied and the access site was closed with 3 non-bsc closure devices. The patient was stable throughout the procedure.

Manufacturer narrative:
Device available ffor eval, returned to MFR on, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: the isleeve was received with the dilator in the lumen. The device was bloody. The sheath and tip were microscopically and tactile inspected. Inspection revealed tip damage (split in two of the seams, as expected), one seam opened in the expected way, one seam split/burst for 20.8 cm, slight crazing along the open/split seam edges. The reported burst was confirmed. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).